Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and stated his implantable cardioverter defibrillator (ICD) was beeping. The following day a medical professional contacted ts and stated that the remote monitoring system issued an alert for a low out of range shock impedance measurement of 0 ohms. It was noted that all other measurements are stable and within normal limits of 50 to 60 ohms. Ts discussed the possibility of electromagnetic interference (emi) as a cause of the low out of range shock impedance measurement of 0 ohms. The patient was brought into the office where all shock impedance measurements were within normal limits. The beeping was turned off in the device and they will continue to monitor the patient via the remote monitoring system. It was noted that a source of emi was not identified. No adverse patient effects were reported and the system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This implantable cardioverter defibrillator (ICD) was explanted approximately seven months later for an issue reported on report 2124215-2017-02137 and returned for analysis.